Manufacturer narrative:
Final device eval showed that the device was returned with the jaws clearly misaligned. Upon eval, the device was function tested in an attempt to replicate the event. When the trigger was actuated, the first clip did not sit securely in both sides of the jaws, but sat securely in the left side of the jaws while the right side of the clip only touched the jaws at one point. When this first clip was fired, the clip was pinched only on the ends in a tear drop shape. The two other remaining clips never caught in the misaligned jaws, but fell out of the jaws completely unformed. The device history record was reviewed and no discrepancies were noted. As each device is inspected and test fired prior to being released, no conclusion could be made as to what may have caused the event. The instructions for use state "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws." Ethicon endo-surgery, llc is conducting a voluntary recall of certain model er320 devices. Sterilmed initiated a pass through recall on (B)(4) 2013 of all its reprocessed er320 models.

Event description:
It was reported that the clips did not cross when fired, remained open. Another device was used to complete the procedure. There was no pt injury. This report is being filed for the findings upon eval. Add'l info was requested, but no add'l info was provided. A f/u report will be sent if add'l info is received.